Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture due to exit block. The lead was capped and replaced. The patient was noted to be in good condition before, during and after the surgery.